Event description:
.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, an echelon device was used to fire across the bowel. The gun fired on both the first and second squeeze of the firing trigger but locked out and would not fire for the third time to complete the staple line. The safety lever had to be used to return the knife blade leaving a partially fired staple line. The device was being fired across bowel and a blue cartridge was in use. It was the first time the gun had been used during that procedure. The surgeon had commented that 'the staples only seemed to appear on one side of the bowel'. Cdh29a was used on the same patient during the same procedure and was fired by the registrar. The gun closed ok and when they fired it, they heard the crunch. However, they could not get the gun out after turning it 3/4 turn they struggled and when they eventually did, there was only one donut. It appeared that the device had stapled but not cut. The surgeon ended up performing a hartmans pouch procedure and the patient will most likely have a permanent colostomy. The condition of the patient immediately after the event was stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anvil_not returned. Received the following response: it should not have had an effect because I have resected the bowel further down with contour gun with no residual staples left behind. I put the anvil through the bowel and brought out the anvil through a lateral opening and anchored the anvil with stitch. There was not purse string ie. It was a end to side anastomosis. The spike came out just above the staple line. I heard the click after inserting the anvil to the spike and the anvil closed nicely before firing with good approximation to the green line. The green line was just beyond the middle. No buttressing material used. No unexpected noises heard. My registrar fired the gun and he did not mention any undue pressure or difficulty (B)(6) and male. Good quality of tissue on both sides. Low rectal cancer and underwent neoadjuvant long course chemoradiotherapy. Colostomy will be permanent because the bottom end is closed to avoid small bowel herniation. Pathology is good and complete removal of cancer except a small benign polyp proximally which was excised along with the specimen. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer casing half was present inside the device and there were no staples present indicating that the tissue that was inside the device was cut completely and stapled. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.